Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g had a misaligned scale on the barrel. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a misaligned scale on the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16nov2022. H6: investigation summary: customer returned (2) loose 0.5ml bd insulin syringes. The customer reported about a misaligned scale on the barrel. Both samples were examined, then tested for print scale alignment using a 0.5ml plug gauge. It was observed that 1 out of the 2 samples featured a 5- unit scale marking that fell out of the accepted range of the plug gauge. Due to the batch being unknown, no DHR review can be completed. Due to the batch being unknown, no DHR review can be completed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g had a misaligned scale on the barrel. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a misaligned scale on the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.